Event description:
Zoll onestep CPR complete pads were migrating across patient chest during resuscitation. It appears the adhesive was rolling like a pencil and not adhering and allowing pads to migrate out of place during CPR.